Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 257620001, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that there were coupling or communication issues with a patient's device and recharger. A device overdischarge was suspected. The reporter stated that "health issues" were the primary reason for the overdischarge. It was reported that the patient had surgery and the device was powered off. The last time the patient felt stimulation was in (B)(6) 2012. It was noted that the last successful recharging session was 3 to 4 months ago. Two weeks later, it was reported that patient compliance was a reason for the overdischarge and that the patient stated that "like a dummy" he let his device "go dead." The patient was going to try using the antenna locate feature. It was reported that if this did not work, the patient would contact his health care provider's office to schedule an appointment for a device check and a physician mode recharge. The reporter stated that there was a loss of therapeutic effect. It was reported that after the patient's back surgery he was feeling pain from the stimulation. It was noted that the device was last charged in (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.